Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side no complaint against the device. Healthcare professional reported a left - side implant exchange with no complaint against the device. Patient reported left side rupture confirmed by imaging report. Rupture has only been reported for the contralateral side. Patien reported noticed the masses in my armpits that have gotten bigger, palpable lump via imaging report, and had a lot of joint pain too. Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side no complaint against the device. Healthcare professional reported a left - side implant exchange with no complaint against the device. Patient reported left side rupture confirmed by imaging report. Rupture has only been reported for the contralateral side. Patient reported noticed the masses in my armpits that have gotten bigger, palpable lump via imaging report, and had a lot of joint pain too. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.